Manufacturer narrative:
E1: patient city: (B)(6). Patient country: argentina.

Event description:
Reference number (B)(4). Event occurred in argentina. It was reported that the patient faced an event of high blood glucose level on (B)(6) 2025. The patient tried to treat with insulin pump. However, the patient went to emergency room and was hospitalized on (B)(6) 2025 at 06:15 am with blood glucose level of 470 mg/dl. The patient was treated with insulin pump and intravenous liquid. At the time of this report, the patient was not released from the hospital. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010405, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 10-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal (B)(4). The count of complaint is 4 which is exceeds 3. Further investigation is required via corrective and preventive action (CAPA) determination assessment using statistical analysis. The complaint numbers are: (B)(4). Device history record (DHR) review: the lot 6010405 was manufactured according to the work instruction (wi) version 82 and manufactured in the multivac 12 on 24-nov-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, the returned sample(s) from the lot have been requested. No photo or physical sample was provided. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no non-conformance (nc) raised during production related to complaint code, the thresholds of 4 reportable complaints are met for the lot in question and serious injury/death, further actions are required. This complaint requires further corrective and preventive action (CAPA) determination assessment.